Manufacturer narrative:
The report was initially received on nov. 6, 2015. Additional information was received regarding patient outcome. The medtronic rep reports, "I saw the surgeon this afternoon, and he told me that at the end of the surgery the nerve was anatomically intact, with no apparent damage. He wasn't worried, and he told me that it will take 4 to 6 month for the patient to recover his facial nerve integrity." This new/additional information was received on jan. 5, 2016.

Event description:
Additional information was received regarding patient outcome. The medtronic rep reports, "I saw the surgeon this afternoon, and he told me that at the end of the surgery the nerve was anatomically intact, with no apparent damage. He wasn't worried, and he told me that it will take 4 to 6 month for the patient to recover his facial nerve integrity."

Manufacturer narrative:
(B)(4). The actual device was not returned, but an electronic file of the ¿protocol¿ used for this case was emailed to medtronic engineers. After studying the protocol, the following was found: ¿investigation thus far is concluding that the nim eclipse is performing as designed. The system has more configuration settings than the nim 2.0/3.0 with regards to how the tones will perform and one of the parameters is the ¿(electrical) current applied tone¿ with a default value of set (selected). Per design, this tone, different than the emg tone, takes priority and therefore, for each stimulation, the user will hear the two tones, first the current applied and then the nerve response. If, however, the stimulation mapping is very fast, the system will output the current applied tone and not have enough time for the response tone, so the emg tone may appear ¿missing¿. In addition, the overall latency will depend on the rest of configuration setting, hz/sec for example. This behavior has been noted by a surgeon familiar with the nim 2.0/3.0 family and now using the nim eclipse system for the same type of procedures. A conclusive root cause will be investigated once we receive the system from the field.¿

Event description:
A sales rep asked the doctor if he was satisfied with the nim eclipse neuro monitoring he did yesterday, and he replied, "no not very good. We do not hear the answers and they are too late in relation to stimuli "the patient has a facial paralysis. We can't necessarily blame the device, but it does not go as we would like". The doctor feels there is too much latency to get a trig emg tone, especially when the "current applied tone" is activated. The rep states that this is confusing for surgeons who are familiar with the ent nim response (another device, which functions differently), which gives the emg tones very fast, pushing the surgeons to do the nerve mapping very fast with the stimulation probe. The cause of the facial nerve paralysis is not necessarily related to the use of the nim eclipse. It is unknown if the paralysis will be temporary or permanent. The doctor says it is too early to know, and that the cause of the facial nerve paralysis is not necessarily related to the use of the nim eclipse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.